Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switch due to retrograde conduction from pvcs were observed. The patient was asymptomatic. Programming changes were recommended.

Event description:
New information received indicates that programming changes were made.